Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.1 had failed. A field service engineer (fse) found that the auxiliary half height drawer 6 had damaged slide rails, and the ball bearing cage was sticking out and the pyxibus cable had cut. The fse replaced the auxiliary half height drawer 4 and the pyxibus internal cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6.1 was failed to open and detect on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.